Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. It is unknown if re-implantation is planned as of the date of this report (B)(4) 2015.

Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site; however, the issue could not be resolved. Subsequently, the device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report, september 15th, 2015.